Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
It was reported that the or manager at the clinic, reported that "the screw could not be implanted, it could not hold." Update : the screw was implanted for a (B)(6) year-old patient who had a hand fracture. It was indicated that there was a delay of 15 minutes. It occurred during primary surgery ¿ the surgeon had to used another screw of same reference.

Manufacturer narrative:
The reported event that twist-off screw fixos ø2.0mm / l11mm was alleged of 'not functional' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by off label use. Only the packaging box was returned and the device could not be inspected. However, it was stated that device was used to treat hand fracture. Please note that both operative technique and IFU reads: "indications the fixos screws are indicated for fixing and stabilizing the elective osteotomies of the mid-foot bones, the metatarsal and phalanges of the foot only." Therefore this case is closed as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the or manager at the clinic, reported that "the screw could not be implanted, it could not hold." Update : the screw was implanted for a (B)(6) patient who had a hand fracture. It was indicated that there was a delay of 15 minutes. It occurred during primary surgery ¿ the surgeon had to used another screw of same "referen"